Event description:
The account alleged that after weight is removed from the bed the patient positioning monitor will alarm, but then shuts off totally without it being deactivated.

Manufacturer narrative:
Repairs have not been completed.